Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the syringe ear sensor was not responding. There was unknown patient involvement and unknown patient harm/unknown adverse event reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. No issues were found in the event history log. Functional testing confirmed the customer reported problem as the board failure cause the syringe ear sensor to not respond. The device was repaired by replacing the mainboard and interconnect board.